Event description:
The size 11 corail stem sat 2 cm proud after size 11 broaching. The surgeon rebroached with size 11 stem, which sat flush. A size 12 broach then sat 2 cm proud as did the size 11 implant. The surgeon chose to cement a summit stem. This caused a lengthy surgical delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.